Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem " pump shut down by itself. Improper shutdown error" was reproduced. The event history log was reviewed. An event occurrence date was not provided, however an occurrence of ¿improper shutdown!¿ was observed when the user was running an infusion of magnesium sulfate 2 days before the event was reported to baxter. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose battery and lost connection due to the battery gasket not being present on the rear case. The battery gasket required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during delivery in intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.